Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely after a battery depletion alert was displayed. It was decided to replace the device in the near future. At this time, this device remains in service. No adverse patient effects were reported.